Event description:
The pt's experienced device was returned to advanced bionics. The explant report indicated suspected device failure and medical/surgical issue. The company is in the process of gathering additional info and a supplemental report will be submitted once new info is obtained.